Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe tip of the syringe broke off. The following information was provided by the initial reporter: the 50 ml syringe was found cut in half. The conical tip of the syringe had become detached from the body of the syringe body. The conical tip remained attached to the tubing and the rest of the syringe remained connected to the syringe pump. No alarm was triggered at the syringe pump. The patient alerted the nurses. This happened with an autonomous, conscious and coherent patient with cardiac decompensation. The dose of the drug (lasilix 48 ml at 2 ml/h) could not be delivered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022. H6: investigation summary: one physical sample was provided to our quality team for investigation. Through visual inspection, the barrel is observed to be broken around the edge, the tip and a portion of the barrel broken off. A device history review was performed for reported lot 2204029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were reviewed and verified to be within required limits. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage or defects were observed and all tips were properly molded. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2204029 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a definitive root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe tip of the syringe broke off. The following information was provided by the initial reporter: the 50 ml syringe was found cut in half. The conical tip of the syringe had become detached from the body of the syringe body. The conical tip remained attached to the tubing and the rest of the syringe remained connected to the syringe pump. No alarm was triggered at the syringe pump. The patient alerted the nurses. This happened with an autonomous this happened with an autonomous, conscious and coherent patient with cardiac decompensation. The dose of the drug (lasilix 48 ml at 2 ml/h) could not be delivered.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2204029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were reviewed and verified to be within required limits. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage or defects were observed and all tips were properly molded. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2204029 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe tip of the syringe broke off. The following information was provided by the initial reporter: the 50 ml syringe was found cut in half. The conical tip of the syringe had become detached from the body of the syringe body. The conical tip remained attached to the tubing and the rest of the syringe remained connected to the syringe pump. No alarm was triggered at the syringe pump. The patient alerted the nurses. This happened with an autonomous this happened with an autonomous, conscious and coherent patient with cardiac decompensation. The dose of the drug (lasilix 48 ml at 2 ml/h) could not be delivered.